Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that there was a burning smell and the monitor system was flashing and beeping. The reported issue could prevent completion of an exam. No injury has been reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.